Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 11.8 mmol/l. Customer stated moisture in insulin pump's screen. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement, and rewind tests, but during self test, the unit returned a pump error 75. After further examination of the unit¿s interior, electrical board is heavily corroded just about everywhere. Mold was found on both battery connectors and both flex cables. Device received with multiple cracks on the battery tube.